Event description:
The clinician reports the implant was inserted 2018-04-23 in ada 5. On 2019-12-10, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.